Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
The patient experienced syncope and a heart rate of 30 bpm. Lead was not capturing. Lead was capped and new lead was implanted.